Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower ed pyxis was not recognizing drawer when its failed. When it opened there was a clicking sound. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 had an intermittent failure with multiple clicks. The field service engineer replaced the mini switches for door 2, and the tower door was recovered. The system functioned as intended after the field service engineer repaired the device.